Event description:
The surgeon reported a revision surgery due to a patient's allergic reaction to the tmj implant.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The user facility is foreign; therefore, a facility medwatch report will not be available. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. Based on the information provided there is no indication of a functional complaint, the patient had an allergic reaction to the implant material. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.